Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: extreme care should be taken to avoid needle puncture or other damage to the tissue expander or the injection site during the expansion process.

Event description:
Healthcare professional reported a tissue expander that was found to be pierced upon implant surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in shell, no openings were found. A leak test was performed which did not identify openings on the device. Microscopic analysis was performed which did not identify any additional observations. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings were found on the device and found no possible damage on valve, for this reason lab could not confirm the complaint (broken device). Intact and functional.

Event description:
Additionally health professional reported "the implant was pierced and therefore not used at all - seen during unpacking. Surgery was completed with a back-up device, and the device did not come into contact with the patient."